Manufacturer narrative:
Summary of eval: eval results indicate that this event is design related.

Event description:
The reporter stated that after approximately ten uses, the hexagon tip of the screwdriver twisted. This event did not cause any adverse consequences to the pt or surgical delays.